Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. Investigation summary: it was reported that the fixation feature had been found detached in the newly dispensed suture when it was opened for cesarean section an empty opened foil, a labeled winding former and a dispensed needle/suture of product code sxpp1a405 was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along of the strand and strand present damaged and body fluids. The fixation tab was broken at two sides and marks that appears to be by use of a surgical instrument could be observed. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Device history lot: a manufacturing record evaluation was performed for the finished device lot number qamheb /sxpp1a405, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a c section on (B)(6) 2020 and barbed suture was used. It was reported that the fixation feature had been found detached in the newly dispensed suture when it was opened. Changed another one to complete the surgery. There is no report on patient's injury. Upon evaluation of the suture, the fixation tab was found broken.